Manufacturer narrative:
Concomitant medical products: 620rg29 heart ring, implanted: (B)(6) 2011, d224trk crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection on the entire right side of their chest. A replacement system was implanted approximately six weeks later. No further patient complications have been reported as a result of this event.